Event description:
Reporter states back to back testing was done using the advantage system with results of 200's (mg/dl) compared to doctor's meter with result of 104 mg/dl. Reporter also states, she did back to back testing with results of 222 mg/dl on advantage meter and 104 mg/dl on doctor's meter. Quality controls were run and out of range. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.